Manufacturer narrative:
The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed, that during the device evaluation. The flex video scope exhibited the air/water cylinder, jet-tube and air/water tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, d8, g3 -correction is being made to previously submitted g3 - date received by manufacturer. The correct date was jul 1, 2024. H6 - component codes are being corrected to "cylinder - 440 and tube - 525". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was possibly a simethicone substance. The cause of the foreign material that remained in the air/water channel, air/water cylinder, and auxiliary water channel was likely due to the device not being reprocessed properly due to the leakage from the right/left and up/down angulation control knobs. However, a definitive root cause could not be identified. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU). The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.